Event description:
It was reported that the user experienced hyperglycemia after a supply change while using the ilet with a dexcom g7 and a contact detach infusion set, with observed site leakage and the ilet displaying high despite fingerstick values later reading 120 mg/dl; the system initially declined two user-entered bg values for calibration until a restart, after which displayed glucose trended down from 382 mg/dl with confirmatory fingersticks in the 370s. Symptoms included weakness. Outcomes included no hospitalization, no professional medical intervention, no back-up therapy, and assistance from a family member out of kindness. Investigation included a troubleshooting session with guided infusion set replacement, ilet restart, comparison of sensor and fingerstick readings, and coaching on insulin pause and re-evaluation. Investigation of this case revealed hyperglycemia associated with suspected infusion site leakage and possible sensor-device discordance prior to restart, with device behavior including refusal of bg entries and subsequent correction after restart. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.